Event description:
It was reported that the patient was experiencing low oxygen with their portable oxygen concentrator. Patient states they have been turning up the device from 3lpm to 4lpm, but their doctor does not want them to turn up to 4lpm and instead ask for a replacement. Patient also stated they were hospitalized 2 months prior and the doctor told them it could potentially be related to the device. It is unconfirmed if the hospitalization was caused by the device. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3: date of event is estimated. The unit was returned with an "oxygen error" complaint, which was confirmed during inspection. The root cause was a blocked feed port, resulting from a muffler filled with dust. The zeolite had absorbed excessive moisture, leading to column contamination, while the muffler was filled with dust, further contributing to the blocked feed port. This combination resulted in increased column pressure and reduced external oxygen output. The compressor mounts were also damaged, likely due to increased vibration from the compressor. Uip was replaced due to cosmetic damage.